Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar incidents. The reported patient effects of chordal rupture (tissue damage) and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All information was investigated and reportedly the migration (partial clip movement) was possibly due to the leaflet not being sufficiently grasped; although, the leaflet assessment was performed and appeared satisfactory; however, due to the suboptimal echo imaging, it is possible that the leaflet was not adequately inserted inside the clip. Therefore, the reported poor image resolution issue resulting in the migration was related to procedural conditions. While, the reported tissue damage resulting in mr appears to be likely due to the partial clip movement (migration). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported the mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 3. Echo imaging was difficult, the anterior leaflet was difficult to visualize. One clip was implanted, reducing mr to 1-2. On (B)(6) 2019, echocardiogram revealed partial clip movement on the anterior leaflet, and mr increased to 3. A chordal rupture was suspected. A second mitraclip procedure was performed on (B)(6) 2019. One clip was implanted, reducing mr to 2. No additional information was provided.